Event description:
Spontaneous report. Pt called stating the freedom pump would not work, and was not pushing the syringe to infuse medication. He was able to get most of the medicine infused, but estimated there was still about 37ml left of the hizentra. Counseled on discarding the remainder of the medication, as it will no longer be viable to use. Pt is experiencing no side effects/ symptoms currently. Full dose was not received, pump will be returned. Serial number unknown. Indication: common variable immunodeficiency, unspecified. Reported to cvs/caremark by pt/caregiver.